Event description:
It was reported that during bd r & d testing of stopper removal forces it was discovered to not meet the minimum or mean force specification with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. This occurred on 3 occasions with batch#:9095821, and on 12 occasions with batch#: 9095821. The following information was provided by the initial reporter: "during r&d testing in franklin lakes, we had two batches with 2nd time stopper removal forces that did not meet the minimum or mean force specification. Catalog number: 369714, batch numbers: 9095821 & 9095822, test date: 3 sep 2019, data review date: 23 sep 2019". Additional information provided states: "for batch: 9095821: 3 tubes of 40 did not achieve the minimum 2nd time stopper removal force; the mean value was calculated across 40 tubes for batch: 9095822: 12 tubes of 40 did not achieve the minimum 2nd time stopper removal force; the mean value was calculated across 40 tubes".

Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for stopper pullout with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9095821. Medical device expiration date: 2020-10-31. Device manufacture date: 2019-04-05. Medical device lot #: 9095822. Medical device expiration date: 2020-10-31. Device manufacture date: 2019-04-05. " a sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during bd r & d testing of stopper removal forces it was discovered to not meet the minimum or mean force specification with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. This occurred on 3 occasions with batch #9095821, and on 12 occasions with batch # 9095821. The following information was provided by the initial reporter: "during r&d testing in (B)(4), we had two batches with 2nd time stopper removal forces that did not meet the minimum or mean force specification. Catalog number: 369714. Batch numbers: 9095821 & 9095822. Test date: 3 sep 2019. Data review date: 23 sep 2019." Additional information provided states: "for batch 9095821: 3 tubes of 40 did not achieve the minimum 2nd time stopper removal force; the mean value was calculated across 40 tubes. For batch 9095822: 12 tubes of 40 did not achieve the minimum 2nd time stopper removal force; the mean value was calculated across 40 tubes."